Event description:
On 13-mar-2026, a notification was received via email indicating that an investigator initiated clinical study (B)(4) had reported an adverse event involving failure of the original fixation construct. According to the study team, follow up radiographs demonstrated a shift in alignment with widening of the syndesmosis and medial clear space, consistent with loss of fixation. The failure was noted to have occurred through the ¿knotless¿ area of the suture; both cortical buttons remained in the appropriate position, and the suture was intact. Due to the fixation failure, the patient underwent revision surgery during which the construct was replaced with a tightrope device and two solid screws. No additional information was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.